Event description:
Pt in emergency dept for diabetic ketoacidosis. Physician placed central line in left internal jugular. It was later determined to be in left common carotid artery. Surgery was consulted and pt went to or where the line was removed and the carotid artery repaired. Post surgery, the pt showed signs of a stroke.